Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had bleeding from the pericardial edge which was sutured. The patient was brought back to the operating room for washout of the open chest on day 2 after being implanted. He had not been started on any anticoagulants at that time. The patient was given blood products as part of treatment, and the event resolved without sequelae.

Event description:
It was reported that the patient developed renal dysfunction, hepatic dysfunction, and stress induced hyperglycemia on (B)(6) 2020. The patient had chronic kidney disease and their creatinine increased but resolved on discharge. On (B)(6) 2020, the patient became anemic and was brought to the operating room for a washout. A moderate amount of clot was evacuated from the surface overlying their right atrium. There was notable bleeding from suturing on the pericardial edge, and the patient was treated with blood products. On (B)(6) 2020, an echocardiogram revealed venous thromboembolism attached to the right ventricle apical wall, and the patient was treated with intravenous anticoagulation. On (B)(6) 2020, it was noted that the patient then developed stress induced leukocytosis and hypokalemia secondary to diuretics. On (B)(6) 2020, it was reported that the patient developed difficulty with word retrieval and right arm weakness that lasted very briefly. A stroke code was called and the patient's exam came back within normal limits. A head computed tomography (CT) scan was negative. The event occurred after the patient had become angry/distressed following left ventricular assist device (lvad) teaching. The neurology team assessed that the event was likely psychiatric/panic/stress and there was low suspicion for a transient ischemic attack or cerebrovascular incident.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, neurological dysfunction, renal dysfunction, hepatic dysfunction, and venous thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of this document, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolism and neurological dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (hm3 lvas) and the reported events could not be conclusively determined. Additionally, the cause of the reported event could not be conclusively determined through this evaluation. The patient is ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of this document, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.